Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: h833256407); product type: 0184-catheter; implant date (B)(6) 2013; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving lioresal (2000mcg/ml at 200mcg/day) via an implantable pump. It was reported that the patient was experiencing worsening contractures. The patient was in for a routine pump replacement, and the physician attempted to aspirate through the catheter access port (cap) of the old pump and there was negative flow. They tried to look for an obvious kink that they could see, but they could not see any. The spine was opened by the physician and catheter removal was attempted. The catheter broke off and they were unable to retrieve the remaining piece. Potential contributing factors included the catheter being implanted while the patient was pediatric aged, and the patient was now an adult with extreme scoliosis. The issue was resolved at the time of the report.